Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that the pt had experienced a seizure, migraine and vomiting due to a hypoglycemic episode. The pt was admitted to the ER and treated with morphine and compazine by the ER doctor. The pt's mother reports not hearing the low alert alarm during an extreme low bg level which she confirmed with a finger stick. Pt's mother indicated however, that the sensor had not been calibrated for more than 12 hours. Pt's condition was normal at the time of his mother's call to dexcom.

Manufacturer narrative:
Method - dexcom technical support reviewed the receiver data and tested the device with the pt at the time of the call. Results indicate that there was no device failure.